Event description:
A healthcare facility reported via a distributor that prior to pt use, a crack was detected on the dome of an mr210 humidification chamber. No pt consequence was reported.

Manufacturer narrative:
The returned mr210 chamber was visually examined for a crack. In order to assist in our analysis of this incident, fisher & paykel healthcare requested additional info from the hospital. Results: a 22mm long radial crack was observed at the top of the chamber dome in the vicinity of a chamber port. The hospital further reported that chambers are stored either in the original carton or individually removed and stored on shelves. A lot check revealed no other complaints of this nature in respect of this lot number. Conclusion: all humidification chambers are pressure tested on the production line to ensure no leaks are present. Any chamber which fails this test are rejected. Following the pressure test, a visual inspection to check for the presence of dome cracks is also performed. It is possible that the subject chamber sustained the crack post-production during transport to the user facility or suffered an impact during handling or storage. Our monitoring and trending of incidents involving cracks to the mr210 humidification chamber has a rate in the last year.